Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) machine will not charge when plugged into the wall.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "machine will no charge". It was found that the ac power cord was defective. Than a getinge field service engineer (fse) had replaced the reel,ac power cord type b plug than pm services were being completed. Fse had done the full pm , calibration , safety and functionality checks completed per the service manual and passed to factory specifications. The unit was returned to the customer and cleared for the clinical completion. There was no involvement of the patient.